Event description:
The 24 hour esophageal ph probe malfunctioned requiring early termination of test and subsequent rescheduling. Ph probes had been previously recalled by sandhill and then reissued after revisions.